Event description:
Related manufacture ref: 2184149-2023-00064. During patient preparation for a typical atrial flutter ablation procedure, noise was noted causing a delay. When using the ensite x in voxel mode, version 2.0.1, noise was noted in the 12-lead ECG. The right leg electrode and system reference were replaced, and all components were restarted without resolution. It was also noted that there were other issues with the non-abbott (ge) system. The surface link and ECG trunk cable were replaced, resolving the issue. Troubleshooting caused a one hour delay to the procedure. The procedure was successfully completed without adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported noise and subsequent delay remain unknown.